Event description:
It was reported the epg (external pulse generator) has a cracked screen. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) lens is broken. One board connector cable is out of specification (trace pulled up). Battery contacts are compressed. The ring is bent. One side bail cover is broken. Upper case is dented (cosmetic).